Event description:
Event description cpi received information that this implantable pulse generator (ipg) experienced difficulty obtaining impedence readings. It was sensing and pacing, but not capturing. Physician elected to perform an invasive procedure to replace the lead. However, issue was not resolved with replacement of the lead and the physician elected to replace the generator.